Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported that she was unable to understand using her cochlear implant system (no date reported). Testing at the clinic showed that the patient only had auditory percepts on 4 electrodes. Reportedly, four basal electrodes had been deactivated in the sound processor program in 1999 due to facial nerve stimulation. In 2004, several additional electrodes were deactivated (reason not reported). The results of an integrity test done in 2007 showed normal receiver/stimulator function. The electrode tests were abnormal. A CT scan was ordered, however, the results were not reported. The device was explanted about three months later. The patient was reimplanted with a new device during the same surgery.